Event description:
In 2008, it was reported to boston scientific corporation that a resolution clip hemostasis device was used during an esophagastroduodenoscopy procedure, (egd) with a gastric polyp, on the same date. According to the complainant, the clip "deployed after considerable trouble with advancing"; hemostasis was achieved with this device. There were no patient complications as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "fine."

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed; the cause of the reported malfunction is presently undetermined.